Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no failures at the station, applied conductive grease to the latch switch contacts for preventive measure and verified proper functionality through diagnostics. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator lock would not release when attempting to place medication in the fridge. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.